Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The pt experienced pain, eroded and exposed mesh and uterine and vaginal prolapse. The pt underwent mesh removal and vaginal repair surgery on (B)(6) 2012. The pt continues to experience difficulty in urinating. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Difficult urination, vaginal prolapse, uterine prolapse. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.